Event description:
It was reported that the spike of a clearlink continu-flo solution set was cracked at the base resulting in a leak. This occurred while the nurse was priming the device with total parenteral nutrition (tpn). There was no patient involvement associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection identified no signs of cracks in the spike shaft or base. Functional leak testing determined that there were not any leaks and the device performed within specification. The evaluation could not confirm the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.